Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was received due to the patient not feeling well. It was observed that the right ventricular (rv) lead exhibited ventricular over sensing and under sensing noted on episodes noted as short v-v intervals, sensing integrity counter (sic). The rv lead remains in use. No patient complications have been reported as a result of this event.